Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented at a follow-up in clinic. Device interrogation revealed that the right ventricular lead had low impedance and high capture thresholds. On (B)(6) 2019, the lead was capped and replaced. The patient was in stable condition.